Event description:
It was reported that during setting of the needle, the needle was broken. There was no excessive force performed on the needle. The needle did not break inside the patient, therefore no complications with the patient were reported. The catheter set was discarded and a new one was used without incident. The customer provided only the broken needle and the small plastic part where needle is placed for evaluation.

Manufacturer narrative:
We received 1 - 18 gage thin wall needle that is broken in half for examination. There were no other components returned . Examination of the returned needle found it to be broken just distal of the hub. The needle is oval shaped at the break site indicating the needle was bent prior to breaking. There are no missing parts. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.